Event description:
On (B)(6) 2025, the customer reported one non-repeatable erroneously elevated hstni (access high sensitivity troponin I, part number: b52699 and lot number: 538766) patient result was generated on the customer's access 2 immunoassay analyzer, part number: 81600n and serial number: (s/n) (B)(6). On (B)(6) 2025, the initial hstni patient result was 33.3 ng/l and questioned. The sample was repeated at <2. Ng/l. Then a second sample from the same patient was tested and the result was <2. Ng/l. The customer reported that the patient was performed additional tests, including a cardiac workup due to the high hstni result. Customer technical support (cts) indicated that an electrocardiogram and other tests were done. The customer did not provide additional details. Subsequent testing confirmed the initial value was incorrect. No further change in treatment and no further harm to the patient was reported there were no hardware errors or issues with other assays reported in conjunction with this event. System check passed within specifications on 06nov2025. Calibration passed on 13oct2025 with reagent lot: 538766 and calibrator lot: 538601. Quality controls (qc) were passing within the laboratory¿s established ranges. No issues with samples integrity were reported by the customer. The sample was collected in a gold top gel tube and spun for 5 minutes at 3600 rotations per minute (rpm). The customer reported that a result of 4,650.3 ng/l (not questioned) was obtained for another patient sample before running the questioned one. A customer technical support (cts) assisted the customer over the phone.

Manufacturer narrative:
A1: the full patient identifier is (B)(6). A2, a4 and a5: the customer did not supply patient demographics such as date of birth, weight, ethnicity or race. H3 and h6: the access high sensitivity troponin I reagent was not returned for evaluation. The customer reported that they discarded the reagent pack after the erroneous result. No hardware errors or other assay issues were reported in conjunction with this event. No other patient results were called into question. Customer technical support (cts) assisted the customer over the phone. The customer reported that a result of 4,650.3 ng/l (not questioned) was obtained for another patient sample before running the questioned one. Per the access hstni instructions for use d00255 c it states that "studies indicate that if a sample with ctni > 150,000 pg/ml (ng/l) is tested on an access 2 system, intra-assay carryover may be observed if access hstni is tested after the high ctni sample. The extent of carryover observed is directly proportional to the ctni concentration that is present in the high sample. In studies, the estimated carryover was 3-5 pg/ml (ng/l) from a high sample at 270,000 pg/ml (ng/l) and 5-8 pg/ml (ng/l) from a high sample at 500,000 pg/ml (ng/l)." And "when a sample containing high cardiac troponin (ctni) >27,000 pg/ml (ng/l) is tested on an access immunoassay assay other than access hstni assay, carryover of ctni may be observed if the next test performed is access hstni on a different sample. The magnitude of carryover is directly proportional to the ctni concentration present in the high sample." Therefore, there was no evidence to suggest carryover as the customer did not report running a sample of high troponin concentration (>27,000 ng/l) prior to the questioned results. The customer was suggested to perform a precision test with low level of qc. The precision test was performed with 14 replicates and it passed with a coefficient of variation of 4.03%. System check passed within specifications on 13-nov-2025. Customer technical support provided documents about sample handling and preanalytical factors as a reminder. The customer did not report further concern with the hstni assay. In conclusion, a cause for this event cannot be determined with the available information. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.